Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; embolization (micro and macro). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses. It was reported that during deployment of the trunk ipsilateral leg component the physician deployed the device with the contralateral gate facing the wrong side, causing the contralateral gate to not fully expand. The physician attempted to cannulation of the gate from both sides but was unsuccessful. The physician decided to perform an aorto-uni-iliac procedure which included a surgical femoral-femoral artery bypass to ensure the blood flow to the left leg. The left common iliac artery was embolized with plugs. The patient tolerated the procedure.